Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to component failure from normal wear. UDI: (B)(4).

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the compact air drive device was deformed/bent, locking mechanism stiff/stuck, component damage, air leak and sticky trigger. It was noted that the top trigger was stuck and the soft mode switch was slightly deformed. It was further determined that the device failed pretest for air leak, check for free movement of the soft mode switch and check reverse locking mechanism with oscillation saw attachment ii. It was noted in the service order that the device safety pin and the reverse button did not work. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.